Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that far field r waves (ffrw) over-sensing was noted on the right atrial (ra) lead. Absolute blanking completely blanks events during this time frame. The ra lead remains in use. No patient complications have been reported as a result of this event.